Event description:
It was reported that an operator noticed visible air in the apex of the hls-module, with no known explantation as to how the air infiltrated the unit, resulting in the patient's pao2 dropping. The operator suspected a membrane failure. The device was swapped out. No reported patient effect. Ref: (B)(4).